Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had melted plastic at the distal tip near the wiring. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed. The plastic component was returned due to melting. The conductor wire (black wire) did not appear to be broken, loose, or frayed. There was no damage to the conductor wire insulation with exposed wire. The surgical task that was being performed when the arcing event occurred was cauterizing. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was received on 5/16/2025.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. No thermal damage was found. No melted grip tip observed during visual inspection. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was found. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.